Event description:
It was reported that the previous artificial urinary sphincter (aus) device was explanted several years ago due to "personal reason nothing to do with the implant." A new aus device was implanted consisting of a 3.5cm cuff, 61-70 cm h2o pressure regulating balloon and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.